Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted concurrently with implantation of bard pelvisoft biomesh and anterior & posterior colporrhaphy due to sui, cystocele and rectocele. It was reported that following insertion the patient experienced urinary/bowel problems and recurrence. It was reported that the patient underwent a mesh revision on (B)(6) 2010 concurrently with coloplast aris implant. (B)(4).

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and (B)(6) 2010 and mesh and coloplast aris tape were implanted. Dates not clarified. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, urethral hypermobility, cystocele, urethritis, frequency, nocturia, urgency, and rectocele. No additional information was provided.